Manufacturer narrative:
The exposed portion of soft cannula of the received pod was found to be kinked. During leak test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 489 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent/kinked, while wearing it on the hips/buttocks. For treatment, the parent gave correction bolus of 6 units of insulin, gave water, changed out the pod and gave manual injections. The ketones were positive.